Event description:
During surgery to biopsy a lesion it was noted that the wire had broken about 1cm from the distal end. The broken segment was removed without difficulty. Refer to 1820334-2006-00074.